Manufacturer narrative:
Citation: duncan et al. Long-term outcomes of valve-in-valve transcatheter aortic valve implantation for degenerate homograft aortic valve replacement. Eurointervention. 2020 oct 9;16(9):e760-e762. Doi: 10.4244/eij-d-20-00450. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of valve-in-valve transcatheter aortic valve implantation (viv-tavi) for degenerate homograft aortic valve replacement. All data were collected from a single center between october 2009 and april 2019. The study population included 27 patients (predominantly male, mean age 68 years), 24 of which were implanted with medtronic corevalve (18) or evolut r (6) bioprosthetic valve. No unique device identifier numbers were provided. Among all patients: one death occurred within 30 days from a subarachnoid hemorrhage; two deaths occurred between 30 days and 1 year due to multi-organ failure and bronchopneumonia; three deaths occurred between 1 and 3 years due to stroke and respiratory complications. Multiple manufacturer¿s devices were implanted in the study population. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: tavi valve migration requiring implant of a second tavi valve in the same procedure, moderate paravalvular leak (pvl), mild mitral regurgitation, and tricuspid regurgitation. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. No further details were provided.